Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported an aquacel foam dressings were applied to patients' wounds. Upon application, the dressing appeared to "float" on the patients' skin. As a result, the dressings "[came] off easily" and "leaked" during use. The dressings were removed and replaced with a competitor's product. The initial reporter was unable to establish the number of dressings and/or patients impacted by this issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).